Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a webster cs catheter. There were "floating black particles" within the packaging towards the handle of the catheter. They did not use the catheter for the procedure and replaced it with a new one. There was no patient consequence. The device evaluation was completed on 05-jan-2026. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection of the returned device was performed following j&j procedures. The device was inspected, and no physical damage was observed. Customer referred that "floating black particles" were within the packaging; however, the package was not returned for analysis or another picture provided. Due to this condition, further investigation was not possible to be performed. A manufacturing record evaluation was performed and no internal action related to the reported complaint condition were identified. The foreign material inside the packaging reported by the customer were not confirmed, due to the package was not returned for analysis. The potential cause of the issue cannot be established. The instructions for use contain (IFU) state the following in the sterilization and use-by date section: do not use the catheter if the packaging or catheter appears damaged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-dec-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a webster cs catheter. There were "floating black particles" within the packaging towards the handle of the catheter. They did not use the catheter for the procedure and replaced it with a new one. There was no patient consequence. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.